Manufacturer narrative:
On 7/16/2020, biosense webster inc. Received additional information about the event indicating pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. It is unknown if additional fluid had to be drained after the procedure. As such, the event is being recoded from pericardial effusion to cardiac tamponade. On 7/20/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Corrections, it was noticed that the e1. Initial reporter information was inadvertently omitted from the 3500a medwatch report. The fields have now been populated. E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address line 1: (B)(6). E1. Initial reporter city: (B)(6). E1. Initial reporter state: (B)(6). E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6)2020 , the product investigation was completed. It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring extended hospitalization. During the mapping phase pericardial effusion was noticed while moving the intracardiac echo (ice) catheter around. Transesophageal echocardiogram (tee) was required to check the amount of fluid accumulated around the heart; however, no medical/surgical intervention was provided as the patient¿s condition was maintained. Extended hospitalization was required for extra observation. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No product malfunctions were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30280079m number, and no internal action was found during the review. The catheter pass all the specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter pass specification, therefore, no CAPA activity is required now. Similar complaints are monitored monthly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000717758.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring extended hospitalization. During the mapping phase pericardial effusion was noticed while moving the intracardiac echo (ice) catheter around. Transesophageal echocardiogram (tee) was required to check the amount of fluid accumulated around the heart; however, no medical/surgical intervention was provided as the patient¿s condition was maintained. Extended hospitalization was required for extra observation. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. No radiofrequency was delivered. The catheter irrigation was set at 2 ml/min. The force visualization features used included graph, dashboard and vector.